Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 29, 2024.

Manufacturer narrative:
Per the clinic, the patient also was experienced extrusion of receiver/stimulator.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (date not reported) for administration of IV antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on march 18, 2024.